Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer observed the pump supplies and found an air bubbles within the infusion set tubing. Customer successfully primed the tubing to address the air bubbles. Customer's blood glucose level ranged between 288-289 mg/dl. A correction bolus was delivered to address bg. A supply change was performed to address the occlusion.